Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye on (B) (6) 2009. The lens was explanted due to excessive vaulting associated with elevated iop. The lens was exchanged for a shorter lens. See MFR # 2023826-2010-00368 for the other eye.

Manufacturer narrative:
(B) (4). (B) (4).